Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5520-b-400, lot# wdup description: triathlon prim tib baseplate - cemented. Cat# 5530-g-411 lot# met3r7 description: triathlon cr x3 tibial insert. Cat# 5551-g-350 lot# 840x description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that the surgeon determined that the primary total knee pt had an infected knee. The surgeon decided to remove prosthesis and replace it with a non-stryker antibiotic spacer.